Manufacturer narrative:
Physio-control provided the customer with technical assistance and servicing options that are available. It was later confirmed by the customer that due to the age of the device, as well as the costs associated with repair, that they have decided to permanently remove the device from service and obtain a replacement. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not complete the boot up cycle. As a result, defibrillation therapy would not be possible if it were necessary. There was no patient use associated with the reported event.